Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40 lot# va05rh5, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40 lot# va05rh5, implanted: (B)(6) 2013, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot (B)(4), ubd: 11-mar-2017, (B)(4); product ID: 3708660, serial/lot (B)(4), ubd: 18-jan-2017, (B)(4); product ID: 3387s-40, serial/lot #: va05rh5, ubd: 25-oct-2015, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported the patient was having a head MRI related to the device or therapy. The caller reported the patient had scar tissue on his neck beginning a few months prior. The purpose of themri was to look at the scar tissue and determine whether the device would stay in the off position for the rest of his life or if they would take the whole device out, or try to take the wires that were in his neck out. No further complications were reported or anticipated. Additional information was received from the healthcare professional stating the device was explanted. It was unknown if the scar tissue issue had been resolved as no follow up was done at the time. ** information regarding lack of efficacy, falls, device abandoned in patient omitted as it is contained in (B)(4).